Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI #: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during an unknown surgery on an unknown date, it was observed that the coolpulse 90 electrode with hand controls device had no suction. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and tissue debris around the active tip and in the suction port. Residue visible in the suction tube. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; all functions passed the test. Manufacturer summary: the customer reported fault was that the device had no suction during the procedure could not be confirmed. Evidence of tissue debris was observed in the suction port and the suction pump catchment container however testing at olympus shows the returned device successfully passed flow testing, electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported suction flow issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. DHR review has been performed for the complaint device lot number u2201010; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.